Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. The device had no telemetry; a memory download could no be performed. Visual inspection note no irregularities. The device case was opened to facilitate further analysis. Internal damaged was noted that appeared to be to have contribute to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this device was struck by lightning. The device was attempted to be interrogated but was not able to be. Magnet application was unable to elicit tones. The area around device was reddened and swollen. The patient was seen for a revision procedure where the device was explanted and replaced. There were no additional adverse patient effects. The device was returned for analysis.